Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not charge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
The results and conclusion code were unintentionally entered incorrectly. This reports contains the corrected data.